Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that there was a remote alert ¿remote alert: rmt - ui: panhandle/swivel in exam room 1 - floattabletopkey is active at startup¿. Upon checking with the customer, philips remote service engineer (rse) found that the panhandle cable was damaged (physical damage, broken cable was found) and instructed customer to turn off the panhandle of the equipment and advised them to replace the panhandle. A quote for replacement was sent to customer however customer did not approve, and no part was replaced. The customer replaced the pan handle by their own as they have knowledge to replace the necessary tools. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system gave an alert indicating the float tabletop key was activated at startup which can impact a full system boot. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.